Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER after receiving multiple inappropriate shocks. The patient received more shocks in the ER. The patient had hypopotassemia syndrome that contributed to an electrical storm. The device was in eri and premature battery depletion was suspected. The device is awaiting the explant. The patient is stable.